Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 02/11/2016. Date of follow-up report: 03/31/2016. Visual inspection of the incident device confirmed the tip of the electrode had broken off. Evaluation could not determine the cause of the break. The instructions for use warns do not modify the electrode tip. Modifications to the tip may result in breakage or other damage.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colectomy while using the device for cutting and coagulation, the electrode broke off 2cm from the electrode tip. The broken piece fell off in the patient's cavity and was removed successfully. Another device was used to continue the procedure. There was no harm to the patient.